Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens had torn during the icl loading process. This occurred on (B)(6) 2016, as the surgeon was preparing to implant the lens into the patient's left eye (os). The lens was not implanted.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. (B)(4). Corrected data: the reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens into the patient's left eye (os). The lens was implanted at an unknown date and the patient experienced excessive vault. The lens was explanted at an unknown date and exchanged for a shorter lens. The problem was resolved. (B)(4).